Event description:
The surgeon reported that a haptic ripped during insertion of an akreos intraocular lens, the incision was enlarged and the iol was removed. There were no sutures required to close the incision and no pt injury was reported. This report pertains to the pt's right eye. According to the doctor's office, the pt currently has not problems. MDR#: 1119279-2011-00162 was previously filed on (B)(6) 2011 for this event for the akreos iol. No information was available at that time regarding the injector. Information received on (B)(6) 2011 indicated that a viscoject 1.8 delivery device was used during the event.

Manufacturer narrative:
The delivery device was not returned. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.